Manufacturer narrative:
Age of device: 8 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had power elevation (20w) and some transient power elevation. Patient's lactate dehydrogenase (ldh) increased. Pump was exchanged on (B)(6) 2018 and no visible thrombus was seen. Patient's post-exchange ldh was 196 u/l. However, power elevations have not resolved yet. Patient is being monitored closely as an outpatient. No further information was provided.

Manufacturer narrative:
Age or date of birth: correction. Usage of device: additional information. Investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed evidence that a thrombus was present within the pump at an unknown point in time. (B)(4) was returned assembled with the driveline (dl) severed approximately 10¿ from the pump housing. The remainder of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(4), the distal end of the rotor revealed faint, concentric markings as well as darker red concentric markings on the outlet bearing cup. Based on previous experience with the heartmate ii lvas and similar reported events, contact marks on the tapered section of the rotor can be indicative of device thrombosis within the proximal side of the outlet stator; however, no depositions or thrombus formations were found within the device. If a thrombus formation or similar deposition was present in the pump or passing through the pump during operation, it could have potentially contributed to the reported elevations in pump power, as well as the report of elevated ldh. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.